Event description:
The customer notified olympus of a thunderbeat device that failed mid-procedure. The device was being used for a therapeutic esophagectomy and it alarmed midway through the procedure and could not be used after that. The customer inspected the tip of the handpiece, cleaned it, and it continued to alarm. The procedure was successfully completed without delay using a similar device. The device was not inspected before use.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint of a probe problem was not confirmed. However, during inspection olympus found the tissue pad in the grasping section was missing. The metal part of the grasping section was visible through the tissue pad. The tissue pad in the grasping section was torn with missing part. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the damaged tissue pad was caused by the following mechanism: 1. During seal & cut output, the tissue pad was severely worn because nothing was gripped between the gripper and the tip of the probe (including after the tissue was cut). 2. The tip of the probe came into contact with the non-insulated part due to the wear of the tissue pad. 3.an error occurred because the seal & cut output was performed while the non-insulated part was in contact with the probe. In addition, contact traces were formed. Olympus confirmed the coating of the probe peels when the device is handled as follows: seal & cut output is performed for a long time with nothing being gripped between the gripping part and the tip of the probe (including after the tissue has been cut). The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. A definitive root cause cannot be identified. The event can be detected/prevented by following the instructions for use which state: - "do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. - when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. - if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure." Olympus will continue to monitor field performance for this device.